Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii".

Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "capsular contracture, baker grade iii". Healthcare professional later reported "rupture". This record is for the left side. Device remains implanted.